Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that the patient experienced a sensor failure. The patient inserted the sensor into the arm." And "performance data was reviewed, and a sensor failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined post investigation as the allegation was not found." H2 correction. H6 medical device problem code - correction.

Event description:
It was reported that an alert/notification settings issue occurred. A review of app performance data shows that the patient's always sound feature as well her low alert were both disabled at the time of the incident. The urgent low alert is fixed at 3.1 mmol/l. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. At 2:03 am on (B)(6) 2025, the patient's estimated glucose values reached the urgent low alert threshold and the app delivered a visual urgent low alert with an estimated glucose value (egv) of 3.1 mmol/l. At 2:08 am, the app delivered a second urgent low alert, this time at half volume, with an egv of 2.8 mmol/l. At 2:13 am, the app delivered a third urgent low alert, this time at full volume, with an egv of 2.7 mmol/l. The app continued to deliver urgent low alerts at full volume every five minutes until the patient's egvs crossed back into target range at 2:48 am. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that the alert/notification from the patient¿s smart device was delivered and perceived by the user on the date of issue. Additionally, no receiver performance data was returned for investigation. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined and the probable cause of the alleged event could not be determined.

Event description:
It was reported that the patient experienced a sensor failure. The patient inserted the sensor into the arm. According to the patient, on (B)(6) 2025, the patient had a hypoglycemic event. The patient woke up collapsed into a corner, unaware of being in the corner at 08:00am. No alerts sounded during the night and the patient thought that was odd. The patient stated that they are hypo unaware and that they really rely on the alerts. When the patient checked the readings of the previous night, he noted that he had experienced a hypoglycemic event and that they had gone into a coma. The patient also stated that he had no idea of this until they checked. The patient had breakfast when they woke up and did not require any type of treatment. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed, and a sensor failure was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.